Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and the patient had inappropriate high voltage therapy. The lead was replaced on (B)(6) 2018 and the patient was stable before, during, and after procedure.